Event description:
An end user called in and stated she noted circumferential redness under the white tape collar which has migrated under the mass approximately 7mm. The end user stated the redness stated in the small area under the white tape collar. The end user stated she is experiencing some itching from this reddened area as well.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated she uses basis soap, safe and simple peristomal wipes, uses eakin cohesive seals, applies stomahexive powder, followed by 3m cavilon no string protective barrier wipes to her peristomal skin. It was recommended to the end user to consider using a skin barrier without tape collar. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.